Manufacturer narrative:
The returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed.

Event description:
The customer reported the device has high spco spmet readings and also makes a screeching alarm sound and they are unable to shut it off. No patient impact or consequences were reported.